Manufacturer narrative:
(B)(4). Patient age information given as only the number "(B)(6)" and was assumed to be (B)(6) years. A follow-up report will be submitted if additional information is found to be contradictory.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed errhwbat. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.